Event description:
Philips received a complaint on suresigns vsi - nbp/spo2 monitor indicating that when testing the measurement its showing a high difference in results. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
E1; reporter institution phone numbe (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by the customer who spoked with the remote service engineer (rse) stating when they wanted to test the monitor with our nibp simulator by putting these values: 150 sys/95 dia and 114 avg, they end up in a high measurement result. Tried several other trials and wanted to know if there a calibration they can do to not have a gap anymore. The rse sent the customer the procedure recommended by philips to test the proper operation of the pni pump. The customer will call back if issue is still unresolved.